Event description:
The patient went in for a generator replacement surgery on (B)(6) 2013 due to end of service. When the hex screwdriver was used during surgery, the silicone came out of the header and the lead pin stayed in the reservoir. At this point, the surgeon elected to move forward with a full vns replacement. Prior to surgery, x-rays were taken which showed no issues with the vns system. The x-rays will not be sent to the manufacturer for review. The explanted devices will not be returned to the manufacturer per hospital policy. No other complications occurred during the surgery. No patient manipulation or trauma was noted. Review of the generator manufacturing records confirmed all quality tests were passed prior to distribution. Good faith attempts for additional information were unsuccessful.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.